Event description:
It was reported that this patient had an infection, their insertable cardiac monitor (icm) device protruded from the pocket and the patient pulled the device out. The specific date of this occurrence is unknown. The device was implanted approximately one month before this occurrence was reported. It was noted that the device will be returned to boston scientific. No additional adverse patient effects were reported.

Event description:
It was reported that this patient had an infection, their insertable cardiac monitor (icm) device protruded from the pocket and the patient pulled the device out. The specific date of this occurrence is unknown. The device was implanted approximately one month before this occurrence was reported. It was noted that the device will be returned to boston scientific. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device noted no anomalies. Device battery diagnostic measurements were found to be normal. A series of automated tests were performed to verify sensing and device functionality. Normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Dehiscence is a known medical risk associated with the implantation of a device under the skin and infection is a known medical risk when the skin barrier is breached.